Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that person with diabetes reported that visible leaking on the arm was observed, while the site itself appeared dry, indicating leakage originating from the tubing despite no visible damage and suspects crack in the tubing. The patient replaced the infusion set and loaded a new cassette by preference, administered a bolus via pump, and resolution actions were completed. There was patient involvement but no harm.